Event description:
Patient reported a right side "rash on breast." Patient later reported "rejecting, bigger, and water around." Device remain implanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.a review of the device history record has been completed. No deviations or non-conformances noted.reason for reoperation: seroma-late